Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a medical personnel noted that the patient has had many ventricular therapy events starting four months earlier. Boston scientific technical services (ts) was consulted to review the electrograms (egms). Ts found several events within the last four months where there was oversensing of noise on the right ventricular (rv) channel leading to inappropriate atp and shocks. Review of the lead measurements found a significant decrease in right atrial (ra), rv and shock impedance measurement, although still within range. The clinic noted that around that same time from they had received notification from the hospital that the patient was hospitalized due to a stroke. Upon further review ts found an event from one month earlier where there was oversensing of noise resulting in inappropriately administered anti-tachycardia pacing (atp). The atp induced the patient into a true ventricular tachycardia (vt) and a shock was delivered which converted the arrhythmia. Ts recommended having the patient come into the clinic to further review the egms and inquire if the patient had any sort of external or implanted stimulator that may be interacting with their implantable cardioverter defibrillator (ICD). The following day a field representative received a phone call from another manufacturer's field representative stating that due to the noise on the rv channel they would be increase sensing up to 1.0mv. The ICD, ra and rv leads remain in service and no adverse patient effects were reported.